Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.04 volts, which is less than the labeled voltage. The caller indicated that patient data had previously been entered into the device. A boston scientific crm technical services (ts) consultant discussed that the rf feature may have been left activated during storage mode, which could account for the lower than expected battery voltage. Ts recommended allowing the device to recover for two days to see if the battery voltage recovered. If it doesn't, ts recommended returning the device.